Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) who reported that the pump was explanted on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: 0225446628, implanted: (B)(6) 2023, explanted: (B)(6)2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# (B)(6), implanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-oct-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) with concentration 1000.00 mcg/ml at a dose rate of 135.0 mcg/day via an implantable pump. It was reported that the patient was admitted for fever and they determined that he had an infection of a brain valve due to an aggress I've bacteria. Therefore, the professionals who were treating him decided to explant the pump because they consider that it was also infected. The onset/date of diagnosis was unknown. Regarding if a culture was taken or if antibiotic treatment was necessary it was indicated as unknown or would not be made available. The pump and catheter were planned to be explanted. It was indicated the date of planned explant would not be made available. It was indicated that replacement product was not required. The healthcare provider refused return of the devices. Factors that may have led or contributed to the issue was indicated as not applicable. It was unknown if the issue was resolved as of (B)(6) 2024. The patient's age and weight at the time of the event were unknown or would not be made available.